Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable due to the patient not charging their device. Patient had ineffective therapy as a result of the ipg being inoperable. The device was explanted, and a new device was implanted. Effective therapy was established post procedure. There were no complications during the procedure. Patient was stable.